Event description:
It was reported this balloon ruptured during the dilatation of an extremely calcified arteriovenous fistula graft stenosis. Following withdrawal of the balloon catheter, it was noted the balloon material had detached and remained in the pt. A snare was advanced over the guidewire to grasp the balloon material. The balloon material was pulled down to the distal tip of the introducer sheath. The pt then underwent surgical retrieval of the balloon material and graft revision. The pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon material was detached from the catheter shaft. The detached balloon material was not returned for evaluation. Balloon material was noted on the distal balloon sleeve. No other anomalies were noted to the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated the graft stenosis was extremely calcified. It was also indicated the device may have been over-inflated. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."